Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp, tsv, mcol mg,3.7mm,13m (tsvmb13) was returned for investigation. Visual evaluation of the as returned implant identified signs of use but no apparent signs of malfunction. Functional testing could not be performed for the reported event. Device history record (DHR) review for the lot (1252889) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1252889) for similar events (complaint category keywords: medical other ¿ placed too close to nervous mentalis) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical/physiological conditions were unknown/non-verifiable.

Event description:
No further event information is available at the time of the report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported discomfort and implant was too close to the nervus mentalis.